Event description:
It was reported that pt experienced an overstimulation sensation following a physical therapy procedure when she felt vibration in her "left leg and both buttock" while she received "electric shock" therapy. Pt was at home and doing well. Pt was redirected to hcp.

Manufacturer narrative:
(B)(4).